Event description:
The initial reporter stated they received discrepant results for two patient samples tested on the cobas 8000 c702 module. Results for the following assays were affected: alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation and urea/bun. The samples were repeated as the customer believed the values were too low. The repeat results were deemed correct. The first sample initially resulted in a bun value of 2 u/l and it repeated as 64 u/l. This sample initially resulted in an alt value of 16 mg/dl and it repeated as 48 mg/dl. The second sample initially resulted in a bun value of 3 u/l and it repeated as 68 u/l.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined the issue was caused by a low vacuum. The vacuum diaphragms and co2 pump diaphragms were replaced. Precision studies and controls recovered successfully. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.